Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital (B)(6) - reported here as it exceeded the maximum character limit of the designated field. Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used to treat calculus in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, it was reported that the steel wire was fractured and the subsequent operation could not be performed. The customer was referring to the basket wire. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.